Event description:
It was reported the patient experienced a loss of therapeutic effect. It was noted the ¿interstim had worked off and on.¿ it was noted the patient was a ¿mess¿ without it on. Stimulation was currently on and the patient could tell whether or not it was on. The patient had their device checkup in (B)(6) 2013 and had an x-ray done. There were no findings reported. It was stated the patient had the ¿most worthless bladder¿ the nurse had ever seen and ¿it was not working at all.¿ a little more than two weeks later, it was reported that urodynamics revealed severe overactive bladder (oab). The oab was noted to have worsened, but there was no stress component. This was noted to be a pre-existing condition with symptoms of increased urge incontinent episodes. The patient was ¿wet all the time.¿ the outcome was reported to be ongoing. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0502n, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information that reprogramming of the implantable neurostimulator (ins) was performed on multiple dates ((B)(6) 2013). Specifically, reprogramming involved changing the amplitude, pulse width (pw), rate, polarity, and cycling. The patient was going to get a second opinion at emory university regarding the severe overactive bladder (oab) with no stress component diagnosis but had not as of (B)(6) 2013. If additional information is received, a follow up report will be sent.

Event description:
Additional information reported the lead and stimulator were removed. The patient did not think the device had worked since it was revised. The patient also no longer had a good follow up locally so they became dissatisfied. It was noted the lead and the stimulator were not the cause of the event according to the study. The event was noted as resolved without sequelae.

Event description:
Additional information received reported that the principal investigator did not believe that there was a medical reason for the system explant. In the principal investigators opinion there was nothing wrong with the device.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0502n, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported that the lead and the implantable neurostimulator (ins) were explanted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. It was noted that the patient had the implantable neurostimulator (ins) placed in for 4 years. It was noted that the patient went and had the device checked a year ago and the doctor did not want to take it out. The patient stated that ¿it had not been working.¿ it was noted that it was time for the patient to have the ins checked again and the patient would really like to have it removed. It was noted that the patient checked with the healthcare professional (hcp) in her area and they would not see the patient. It was noted that the patient stated that ¿a couple of years ago they had to put something in.¿